Event description:
Reporter alleged the lancet needle from the multiclix lancet device used in finger-stick blood glucose testing would not retract after it was used. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.